Event description:
Nellcor puritan bennett received a call on 2/26/1998 from source. She called to report a no alarm condition with one of their monitors. Source sold a monitor to a pt who took the monitor to mexico. When they returned, the audible alarm no longer sounded. All leds functioned correctly, but no audible alarm. No death or serious injury was reported in conjuction with this malfunction.